Event description:
It was reported that the patient fell shortly after receiving their implantable neurostimulator (ins). The incision never had enough time to heal and became infected. It was noted that the entire ins and lead had been explanted and there was no future implant date confirmed. The patient was alive and healthy to the best of the manufacturer representative¿s knowledge. It was stated that the ins and lead would not be returned as the customer refused. The product worked normally but needed to get explanted once the infection at the pocket site was noted. It was reported that there was no alleged product issue. No diagnostic testing or troubleshooting was performed as it was not required, the product issue was resolved, and the cause of the issue was determined to be the patient¿s fall. It was noted that the patient status at the time of the report was alive with no injury. The patient symptoms or complications associated with the event were drainage and incisional wound opening and an infection at the device pocket. It was reported that the culture source was from the device pocket and the type of organism cultured was not specified. Antibiotic treatment was necessary.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g6fr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)